Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. Per the ophthalmic gas contract manufacturer's evaluation, the ophthalmic gas tank was not returned for evaluation. A review of the batch production record could not be performed because the lot number was not reported. A review of the complaint records could not be performed because the lot number was not provided. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that ophthalmic gas was instilled into multiple patient eyes during separate vitrectomy surgeries which did not last inside of their eye as long as expected. There was no report of any patient harm. Additional information has been requested. Additional information received clarified that the gas is mixed manually. No additional information was available.